Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found the saline port connector of the device melted with charred stains. In addition, there were fluid stains and corrosion noted on the surface of the bottom housing of the device. This type of electrical damage can occur when liquid comes in contact with the device. Based on the investigation, the most likely cause of the reported event is attributed to user handling. The instruction manual states: "to prevent operator shock and instrument damage, keep liquids away from all electrical equipment. If liquid gets on or into the ues-40, terminate operation immediately and contact olympus." Cross reference manufacturer report number 2951238-2015-00091.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, an electrical burnt smell was observed. It was further reported that the burning smell was stronger when the device was set on a cutting mode. The patient was reported to demonstrate movement / buckling on the operating table. The procedure was aborted. No visual harm to the patient was noted. However, the patient will have to return for completion of the intended procedure. This is one of two reports.